Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six weeks following the implant procedure, this right atrial (ra) lead was not capturing. As a result, the device was reprogrammed to vvi. The ra lead was later successfully repositioned. No additional adverse patient effects were noted.

Event description:
Subsequent information was received that the loss of capture and repositioning were a result of lead dislodgement. No additional adverse patient effects were reported.